Event description:
The customer reported having low blood glucose of 20mg/dl and the paramedics were called. She stated that they treated her at the scene. The caller had a sensor error while driving and she believes the insulin pump did warn her about the low. The customer stated that sensor reading value is 12. Advised the customer that may be caused by an incorrectly inserted sensor or a sensor damaged during insertion. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.